Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited an under-sensing. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.